Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the probe was returned used and the aperture was 100% opened. The saline cap was not returned. The sample chamber was not returned. A marker applicator was returned inside of the probe. No damage was noted to the rear housing. No other anomalies were noted. Functional/performance evaluation: an in-house sample chamber was used for evaluation. The probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed. The vacuum was measured to be 25¿hg with the aperture open and 19¿hg with the aperture closed. The vacuum differential is 6¿hg which meets the minimum specification of at least 6¿hg per the encor probe final inspection and test. The probe was inserted into a test material and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified. Conclusion: the investigation is unconfirmed for the reported issue, as the probe was able to successfully cut and transport all samples during functional testing. The investigation is inconclusive for difficulty to remove the probe from the patient. Per the reported event details, the patients tissue was dense. Therefore, it is possible that patient issue contributed to the event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling. - at the conclusion of the procedure, remove the device from the breast and turn off the equipment. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound-guided breast biopsy of very dense tissue, the third or fourth sample pass did not transport to the sample basket. A fifth sample attempt was made and the marker was placed successfully. The probe was removed with some difficulty as there was tissue remaining in the aperture. There was no reported patient injury.